Event description:
Boston scientific crm received information that following a cardioversion, this right atrial lead could not capture at maximum output in both polarities. Additionally, the lead safety switch had tripped due to impedance measurements greater than 2500 ohms. The device was reprogrammed to vdd mode due to atrial undersensing. No adverse patient effects were noted.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.